Event description:
Pt has significant pain, swelling, and limited mobility of her mandible secondary to internal derangement of both right and left temporal mandibular joints associated with the proplast teflon implants in both joints. Surgery was required for removal of the implants, debridement of the joints, and placement of dermal graft. When the implants were removed, they were noted to have a separation of the teflon from the proplast.